Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the returned device was completed. A visual analysis was performed and shows a small hole located approximately 2cm above the bifurcation of the device. However, endologix is unable to determine if this small hole was present prior to the device being explanted or was caused during the explanation of the device. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was unable to confirm the reported aneurysm sac growth and type iiib endoleak of the bifurcated device event due to the lack of relevant medical information. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g4 awareness date. H3 reason device not evaluated; remove data (device received and evaluated). H6 evaluation method code; remove 4144. H6 evaluation result code; remove 3233. H6 evaluation conclusion code; remove 11.

Manufacturer narrative:
The device involved in this event is excepted to be returned for evaluation but has not yet been received. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, aneurysm enlargement was identified with no endoleak confirmed. The physician elected to perform open surgery and explant the devices. During the open surgery, the physician suspects a leak from the suture holes (possible 3b endoleak) of the bifurcated stent graft. The open surgery was completed without any problems.